Event description:
The patient experienced no stimulation sensation. There was no telemetry with the clinician programmer. The ins appeared to be dead. The patient reported they had not had stimulation for over six months. The device was approximately 1.5 years post implant, and it was anticipated the ins would last longer. There was no evidence to support an ins malfunction of any kind. No stimulation settings were available to estimate if the longevity was appropriate. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).